Manufacturer narrative:
(B)(4). The suspect device was received in carefusion facility for evaluation. No root cause has been determined yet, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator auto-cycles if sensitivity is set less than 6. The customer confirmed that there was no patient involvement that was associated with the reported event.